Manufacturer narrative:
Patient data not currently available. E-mail address of reporter is unknown. A followup report will be submitted when the investigation is complete.

Event description:
The customer reported the carescape b650 displayed incorrect st elevation on an ECG. As a result, the patient had unnecessary coronary angiography conducted immediately after the ECG.